Event description:
A customer reported that unexpected negative reactivity was obtained on the 3-cell screening assay on galileo echo (B)(4).

Manufacturer narrative:
A review of the image files showed that reactions for initial and repeat testing resulted as equivocal with cell 1 and negative with cells 2 and 3. Visually, cells 2 and 3 appeared to have slight red cell adherence. An immucor field service engineer performed the unexpected reaction checklist and preventative maintenance checklist. Camera alignment was moderately low and adjusted. Rinse station filter was cleaned. All other verifications were within specifications. Qc performed as expected. Customer was also made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.